Event description:
This case was reported by a consumer and described the occurrence of worsening of intestine inflammation in a female pt who rec'd corega denture powder over a period of unknown for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included inflammation of intestine and pain (unspecified). On an unknown date, the pt started corega denture powder (topical and oral), unknown dosing. At an unknown time after starting corega denture powder, after using the product regularly, the pt experienced worsening of intestine inflammation, exacerbation of pain and wrong route of administration. The pt believed that the events may be due to the powder she swallowed when fixing her dentures. At the time of reporting, the events were worse. This case was assessed as medically serious by gsk. Manufacturer's comment: the manufacturer report number for this case is 9681138-2006-00017. Neither the lot nor the product are available. No corrective actions have been required based on this report.